Manufacturer narrative:
(B)(6). A philips field service engineer (fse) was dispatched under service work order: (B)(4) to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the ECG measuring board ((B)(4) digital 12 lead (dsp) bo, (B)(4)) was replaced and tested to confirm functionality. It was also reported by the fse that during the repair a slight "hot" smell was noticed when the cover was removed which he believed to be coming from the power supply. The fse ordered and replaced the power supply (power supply ram 75w hospital, (B)(4)) as an additional precaution. The device did not behave as expected by the customer. A replacement xim front end exchange ((B)(4)) device was installed to resolve the issue. The ECG was tested (leads c2 and c4 reportedly have poor connectors). Patient cables are a consumable item and the account's responsibility to maintain. The fse performed full functional testing of the replacement device and no further issues were observed. The investigation for the issue reported concludes a malfunction of cause unknown occurred. A replacement device is now in use at the customer's facility. The absence of further calls supports that the reported problem has not recurred and was resolved. No further action or investigation is warranted based on the available information at the time of complaint closure. There have been no further communications from the customer regarding this issue. A search in one ems also found no further related calls.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that they have been experiencing drop outs of the ECG parameter. The customer also reported that they had a patient go into cardiac arrest and they did not have ECG. The patient was described as (B)(6) female who reportedly was "feeling unwell" during the procedure. It was also reported that an alternative method of monitoring was introduced (volcano system), which allowed the procedure to proceed to a successful outcome. The device was in clinical use for patient diagnosis at the time the reported issue was discovered.